Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect following knee replacement surgery. It was unknown if neurostimulator was on or off during the surgery. The pt noted she will have a second knee replacement in about 1 month. It was verified that the pt programmer was working. Further info from the healthcare professional provided has been requested.